Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed for gripper actuation issues. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and grasping was performed; however, the right gripper arm would not come down. Trouble shooting was performed but the right gripper would not come down and then the left gripper would not raise. The clip was not implanted and the cds was removed and replaced. A new cds was advanced; however, the mr could not be reduced with grasping. The second clip was not implanted and the cds was removed. The procedure was aborted. No clips were implanted, and mr remained at 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. Additionally, there was an observed gripper line break. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported gripper actuation issue appears to be the cascading effect of the gripper line break. However, a definitive cause for the reported gripper line break could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.